Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 07/08/2009, 07/27/2009 and 07/31/2009 by mail, fax and telephone. Additional information was received by phone on 07/27/2009. A completed questionnaire has not been received.

Event description:
A surgeon reports having a patient with a hyperopic surprise and residual astigmatism following bilateral intraocular lens (iol) implant surgery. The lenses were exchanged and the surgeon reports the patient is doing very well with a va of 20/20. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.